Event description:
During preventive maintenance of the device, the service rep observed that the system did not operate on backup battery power as expected. The device was repaired by replacement of a circuit board. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.